Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their infusion set had a bent cannula. The customer was assisted with troubleshooting for bent cannula. The customer was advised of the proper preparation process and insertion techniques. The customer's blood glucose was 500 mg/dl which was treated with bolus delivery and manual injections of insulin. The customer was also dehydrated and felt sluggish at the time of high blood glucose. The auto mode feature was active at the time of incident. Troubleshoot for high blood glucose readings was performed. Customer was advised the infusion set will be replaced. The insulin pump will not be returned for analysis.